Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device information was included and physician information was included.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but has not been received.

Event description:
Related manufacturer reference number 1627487-2019-12672. It was reported that during an implant procedure, the physician was unable to implant the patient's leads. Further information was requested but has not been received.